Manufacturer narrative:
The lead was deactivated. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was exhibiting loss of capture. An x-ray showed the lead had dislodged. No adverse patient effects were reported.